Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had diminished pain relief for approximately one month. There were no contributing factors reported. An impedance check revealed to avoid electrodes 3 and 13 and it was indicated that the patient¿s program was using contact 13. The rep reprogrammed the patient without using those electrodes and the patient was happy with stimulation now. The issue was resolved at the time of the report. No further complications were reported/anticipated.